Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that the customer was currently hospitalized and in the intensive care unit due to a high blood glucose level. Blood glucose level at the time of admission was 605 mg/dl. Nurse reported that the customer was nauseous and vomiting. Nurse also stated that the customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was not replaced or returned for analysis.